Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 17 closed samples and 3 open samples (only the second pack is opened). The three open samples received have not the aluminium pouch (1st pack) stuck to the peel foil (2nd pack). Tightness test to the closed samples received has been performed and the units are tight. We have opened the closed samples received and the aluminium pouch was stuck to the peel foil in 1 closed sample. The others 16 closed samples have been opened correctly. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the root cause is an accidental effect of the welding machine, and this unit was not sorted out by the personnel involved in this process. Final conclusion: considering that the one of the closed samples received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in one of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that the foil was stuck to the outer packaging. It was detected prior to use. No further information received.